Event description:
A surgeon reported the cutter was pulling the vitreous but not cutting it during a procedure. An alternate cutter was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
No sample has been rec'd and no lot number was identified with this complaint; therefore, the device history records for this complaint could not be reviewed. A root cause could not be determined. (B)(4).